Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a combined initial and final report.

Event description:
Device and device explantation report form were received at the manufacturers. Per information received, the child hit her head and then no longer had access to sound with the device. The recipient was re-implanted.